Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had a revision. It was reported the patient's ins was moved from one side to the other side because the ins may have slipped out of the pocket. The revision occurred 4 weeks ago but did not know when the device may have slipped out. No further complications were reported/anticipated.